Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed a broken substrate. This is not believed to be related to the return reason. The broken substrate prevented an electrical test from being performed. The device passed the electrical tests performed. This device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient reportedly elected revision surgery due to a technology upgrade. Revision surgery will be scheduled.